Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen and on the balloon. There was contrast in the inflation lumen and balloon. This is consistent with preparation and the stent delivery system (sds) advanced over a guide wire. The stent implant was loose on the distal balloon taper and appears to have been previously dislodged. The distal end of the sds was protruding through the third and fourth row of the distal end of the stent implant. The first three rows of the distal end were smashed and bent. The first two rows of the proximal end were bent. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon had relaxed folds. Follow up information confirmed the stent damage occurred during the procedure during advancement in the guide catheter. There were four bends in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The middle stent outer diameter dimensions were outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The distal and proximal outer diameters were not measured due to the damage noted. The guiding catheter used in the procedure was not returned for analysis, therefore it is unknown how it may have contributed to the reported difficulties. However, the returned sds was unable to be advanced through a new guiding catheter due to the loose and damaged stent. Factors which may contribute to resistance with a guiding catheter include, but are not limited to: manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. It is possible the sds was not properly supported during advancement in the guiding catheter, resulting in the reported resistance as the sds interacted with the guiding catheter and contributing to the noted stent damage. Further manipulation would have resulted in the stent ultimately dislodging from the balloon. It is likely the stent was placed back on the sds for return to abbott vascular for analysis. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that both promus rx stent delivery systems experienced resistance during advancement into a non-abbott 6f guide catheter for a procedure in the proximal right coronary artery. Each device was separately introduced and did not advance prior to their removal. No adverse patient effects were reported. No additional information was provided. Returned goods analysis revealed a dislodged stent implant that was still on the balloon but over the distal balloon taper. Communication with the facility revealed that the stent was believed to have been damaged during advancement into the guide catheter.